Event description:
Sales rep reported that he had learned from a technician that there had been 3 incidents of the tip shearing from the gel mark applicator. It is unknown if all were used in pts. Center was contacted several times for further details but has not responded to date. No adverse pt effects were reported.